Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-sep-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy main drawer 6 had failed and was unable to recover. A field service engineer opened the back panel and identified that the inseparable magnet was missing and required replacement. The fse removed the entire drawer and successfully replaced the black inseparable magnet, powered the machine back on and performed a hardware test application, which completed successfully. The customer then performed an inventory count on all cubies in drawer 6. Verified that all lids opened and closed without issue. Issue resolved. The system functioned as intended after the field service engineer repaired the device.